Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action is in place and implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from flextronics international kft that a meshgraft had a calibration, cutter, and side plate issues on (B)(6) 2019. Evaluation of the device on 30 january 2019 noted that the meshgraft was out of calibration and had a former version of the side plate installed. Upon further evaluation, the device did not produce a passing mesh sample and had a defective cutter. Repair of the meshgraft occurred on (B)(6) 2019 and involved replacing the cutter and side plates as well as recalibrating the device. The technician then tested the device and verified that the meshgraft was functioning as intended. The meshgraft was then returned to the customer without further incident. The device was tested, inspected, and repaired . While the service technician found that the meshgraft was out of calibration and had defective side plates and a defective cutter, it cannot be determined from the information provided as to what caused these failures. Therefore, a specific root cause of the reported issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had an issue and repair is needed for it. Event occurred during repair/inspection. No adverse events were reported as a result of this malfunction.